Event description:
I had double mastectomies with reconstruction on (B)(6) 2020. I am a nurse of 27 years, but was uninformed about the black box warning on implants. I was told that the "unsafe" implants had all been recalled. I have been unable to work for over a year, now, due to extreme fatigue, anxiety, depression, blurred vision, elevated blood pressure, and the list goes on and on. Prior to being diagnosed with breast cancer, I had hypothyroidism, hypertension, and had been diagnosed withal sjogren's, but I was working full time and was thriving. Implants were not the best choice for me. I am scheduled to have them removed next month, and hope to return to work soon after.